Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that the ok and up arrow buttons are intermittently unresponsive when pressed. The patient also reported that the buttons have to be pressed multiple times and very hard for a response. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, during investigation, the piezo in the audible alarm circuit was found to be defective; this issue was not likely to cause an adverse event as the vibratory alarm was found to be functioning during testing and the pump would still be able to alert the user of an issue.